Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a-45, (lot: v074862); product type: 0200-lead; implant date (B)(6) 2008; brand name ; product ID 3777-60, (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2008; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated they had the device removed in 2015 due to complications getting out of the military and the leads kind of migrated out of their body. Patient said that was discovered just before the device was removed (registration shows 2020, but patient thought it was more like 2015).